Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code 66; this condition had the potential to interrupt delivery. This condition was found in the general patient ward. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The customer's reported condition of a flogard infusion pump with failure code 66 was confirmed and reproduced during service. The cause of the reported condition was determined to be a high supply voltage of circuitry due to a defective main battery . The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.